Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that when attempting to reload a cartridge, the customer received a minimum fill message. Reportedly, the cartridge was filled with 200 units of insulin. There was no reported impact to the customer's blood glucose level. The customer loaded a new cartridge successfully and resumed insulin delivery.